Manufacturer narrative:
Expiration date: february 2026. Device manufacture date: (B)(6) 2021. One catheter that was connected to an extension tube was returned for our investigation. When attempting to pass solution through the received sample with "as received" condition, leakage was observed at the root of the catheter. The reported issue was stimulated. When the sample was closely observed under microscope, a v-shaped scratch was noted on the catheter located in the catheter hub, which was presumed to have been created by being contacted by the inner needle. The concerned product is continuously produced by fully automated process, wherein the inner needle and the catheter is assembled in one motion. Therefore, if a tip of the inner needle contacts to a catheter, an inner needle will be found protruding from the catheter, which would trigger our inspection machine to trap and automatically reject such defective product off the line. Furthermore, periodical inspection is conducted to ensure no anomalies in accuracy and mechanical function of the system. The manufacture inspection records for the reported lot number were traced back and reviewed, wherein no defective product, such as damaged catheter or scratch in catheter, has been detected. IFU states: "do not attempt to re-insert a partially or completely withdrawn needle." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical corporation (tmc) (importer) registration no.(B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that on (B)(6) 2021, they encountered leakage from the connection between the catheter and the hub when they placed i.v. Catheter and attempted to inject drug to the patient. The reported product was used in the endoscopy room. There was no health hazard reported.